Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was a discordance between the temperature measured by the arctic sun device equipment and what the clinical team measured by other means. In evaluation findings they report that the lcd showed an incorrect patient temperature but during the first test with temperature simulator, the device was showing the correct patient temperature on patient t1 and patient t2. In a first inspection the device did not manage to lower the temperature at all, when opening the device, it was detected that the chiller pump was not working and it was replaced by a new one, then a second inspection was carried out, the chiller pump was working but the device lowered the temperature excessively slow and only reached 17ºc. After several tests it was concluded that the cooling system was not working properly. In depot repair findings, it was reported that faulty chiller intermittently switches on and off. Dirty fill tube. Shell was damaged. Strap kit was replaced due to discolored straps.

Event description:
It was reported that there was a discordance between the temperature measured by the arctic sun device equipment and what the clinical team measured by other means. In evaluation findings they report that the lcd showed an incorrect patient temperature but during the first test with temperature simulator, the device was showing the correct patient temperature on patient t1 and patient t2. In a first inspection the device did not manage to lower the temperature at all, when opening the device, it was detected that the chiller pump was not working and it was replaced by a new one, then a second inspection was carried out, the chiller pump was working but the device lowered the temperature excessively slow and only reached 17ºc. After several tests it was concluded that the cooling system was not working properly. In depot repair findings, it was reported that faulty chiller intermittently switches on and off. Dirty fill tube. Shell was damaged. Strap kit was replaced due to discolored straps.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.